Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a terrible time trying to recharge their implanted neurostimulator for the last couple of months. Patient said it took forever to position the recharger antenna in the right position and where the wire went into the paddle seemed to get very hot. Patient did not see any exposed wires or kinks in the cord. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient stated they have to recharge the implant 3x a week. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the [recharger], model [nlf118432n], s/n (B)(6), revealed cable insulation is torn at donut end, got hot after running it at donut end. No device found message record the two values: the highest number (100) - the low number (00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.